Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which observed a crack / damage near the notch lock of the light blue main body of the transfer set. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause could be exposure to chemical agents such as hydrogen peroxide, alcohol or bleach, which as listed on product packaging, can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the light blue area (main body) of a minicap transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.